Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, the right ventricular lead exhibited oversensing. The lead was reprogrammed. The patient was asymptomatic throughout the event and would continue to be monitored.